Manufacturer narrative:
User reported an event where the cgm showed results that are different from glucometer measurements. The case was escalated to the next level of support for additional review. Based on our review, the user stopped using the system around on (B)(6) 2025 and there are no examples to evaluate. Furthermore, there was not enough information to evaluate the system. No further actions were possible for this complaint as the user stopped responding to the communications from customer care.

Event description:
On 30 june 2025, senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.